Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilators parapac failed to hold peep. No death or serious injury was reported in connection with this incident.